Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2021. During the procedure, the band was unable to be released. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a050501 for the reportable issue of bands unable to deploy. Block h10: investigation results: the returned speedband superview super 7 was analyzed. A visual evaluation noted that the handle assembly and ligator head were returned with the device. It was noted that the tripwire was secured and was rolled in the handle assembly. The tripwire was kinked and the slack on the tripwire was removed. The suture was broken. This was likely done by the customer to remove the device from the endoscope. It was possible to observed that the ligator head was returned with six bands attached and were moved out of their original positions and were overlapped. Microscopic examination was performed, and it was found that the ligator head teeth were damaged. The suture hole was in good condition and no damages were observed. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other issues with the device were noted. The reported event was confirmed. Based on the evaluation of the returned ligator head, the bands were found moved from their positions and overlapped indicating a deployment failure. This could have been generated due to user manipulation and/or extra tension applied to the device causing the ligator head teeth to bend. Once the ligator head teeth are damaged, the suture can have difficulty releasing the bands which could have contributed to the reported event. Additionally, the trip wire was kinked. This could have been generated due to the handling and manipulation of the device, interaction with the endoscope or user technique during the procedure. Therefore, the most probable root cause of this event is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2021. During the procedure, the band was unable to be released. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.